Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: five mtwo unifiles 5/100 ad 25mm 015 were returned (two files in loose + three unused files). One of the files in loose is shorter than the others, approximately 1mm less (other files meet drawing requirements). The file is shorter because it is broken at the tip of the active part. The file shows no sign of use and customer didn't specify if the instrument was used or not, and the file may have broken during a possible use. Notably for these reasons, the root causes are not identified. We will track this kind of event and monitor the trend. For information, nothing unusual to report was found during DHR review (batch #1786370).  Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that m2 niti taper .05 sterile wp16 broke during use. The outcome of this event is unknown as of this MDR.